Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the complaint device driving cap (product code: 03.010.523, lot number: l812339) was returned to cq west chester for investigation. During visual inspection, the threaded tip of the driving cap was found broken and the device had severe scratch and impaction marks. Device/defect identified: yes complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the tip of the driving cap had broken off from the rest of the device and had deep scratches on its surface. This could have been due to the regular usage of the item but a definitive root cause cannot be determined from the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 03.010.523 lot number: l812339 manufacturing site: bettlach release to warehouse date: 29. June 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the driving cap/threaded snapped off at the threads during the insertion of the femoral recon nail implant. The fragment was retrieved and nothing was left in the patient. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. Concomitant device: unknown femoral recon nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).